Manufacturer narrative:
(B)(4). The rt204 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt204 adult breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 21cm away from the connector. A lot check revealed no other complaints of this nature for lot number 120208. Conclusion: it was identified that damage to the rt204 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. The complaint dryline tube of the rt204 was manufactured in february 2012, prior to the replacement of the faulty corrugator block. (B)(4). The user instructions for the rt200 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt204 adult dual-heated breathing circuit failed the ventilator leak test. It was further reported that a pinhole was found on the dryline tube. This was observed before patient use.